Manufacturer narrative:
(B)(4). The homechoice device was returned and the logs were evaluated. The reported problem was identified during the event history review as s system error 2267 (air in line/set) on 04/08/16 at 07:59:58 in the logs. The system error 2367 was a cascading alarm after the 2267. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during peritoneal dialysis therapy on the homechoice. There was no report of patient injury or medical intervention reported. No additional information is available